Event description:
The clinical affairs department reported that during the triathlon clinical trial, there was complications following primary surgery on (B)(6) 2009 which consisted of acute renal failure and a bowel obstruction. It is further reported that both conditions responded to conservative medical management. It is further reported that the patient had a prolonger length of hospital stay of 10 days. It is further reported that this information was highlighted at the one year follow-up time frame as the event was not picked up sooner due to the 3 month follow-up appointment being missed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.